Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the report of power-up test fails code #14. The fse found a cracked pressure hose; the hose fitting was broken at the compressor output. To address the issue, the fse replaced the vacuum tube assembly and the pressure tube assembly. A compressor output test was performed and the fse confirmed that the problem was resolved. The fse also performed all pneumatic, functional and electrical safety tests. The iabp unit passed all tests and was cleared for clinical use.

Event description:
It was reported that upon powering up the cardiosave intra-aortic balloon pump (iabp), prior to use on a patient, the unit displayed "power up test fault code # 14¿. There was no patient involvement; thus, no adverse event was reported.